Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen had a delayed response. Customer reported that when attempting to press the 1 on the lock screen there is an occasional delay. The customer's blood glucose (bg) was 112 mg/dl. During troubleshooting with tandem technical support the touchscreen was functioning as intended.